Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer clarified that the issue was a burst of the reservoir. Additional information: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured in a footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. No abnormalities were detected near the rupture line. The cause of this condition could not be determined. No other observations were noted on the unit.

Event description:
It was reported the tubing of a large volume folfusor had disconnected. This occurred after the device had been connected to a patient. The folfusor was filled with yondelis (trabectedin). Following the disconnection, the folfusor could not be used and the drug could not be infused. There was no adverse event associated with this issue. No additional information is available.